Event description:
Contacted by coroner's office investigator that pump user had died. Pt had history of iddm, hypertension, and prior kidney transplant. After extended investigation by coroner's office, the office states matter of death was natural and no implication of pump as a cause or contributory agent. Pump not returned for investigation.